Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. Furthermore, the shape of the rupture was a pinhole in the middle of the balloon. The device was removed without any issue using normal method. The procedure was completed with a different device. No patient complications and the patient was good post procedure.